Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received 7 appropriate treatments, one which failed to convert the rhythm and one which resulted in a post shock asystole.   The device was started up at 07:36:37 on (B)(6) 2022. At 16:53:28, an arrhythmia was detected. ECG shows vf. At 16:54:02, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia from 15-40 bpm with motion artifact. At 16:54:30, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact. At 16:54:53, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 35 bpm with motion artifact. At 16:55:27, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 16:56:00, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact degrading to vf with CPR/motion artifact and electrode lead falloff. At 17:06:33, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and pacemaker spikes. The post shock rhythm was vf with CPR/motion artifact and pacemaker spikes. At 17:12:01, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and pacemaker spikes. The post shock rhythm unavailable due to external defibrillation. At 17:12:04 and 17:12:09, the patient received two non-lifevest defibrillations. Rhythm at time of 1st non-lifevest defibrillation was one sinus beat. Post shock rhythm was vt @ 110 bpm. 2nd non-lifevest: rhythm at time of treatment was vt @ 250 bpm. Post shock rhythm was vt from 115-250 bpm with CPR/electrode lead fall off. The electrode belt was disconnected at 17:12:46 on (B)(6) 2022. The patient passed away on (B)(6) 2022.